Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab for evaluation. The evaluation results indicate: the device was evaluated and no device defect was confirmed. No issues or defects were identified that could have caused or contributed to the reported incident. The assignable cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, a nurse from (B)(6) reported that during the third hour of therapy with a tina single pump device, the patient started to feel dizzy and presented hypotension. The device showed blood pressure and trans-membrane pressure elevation. The patient ended the therapy weighing (B)(6) under what was initially programmed. It was reported that the device was evaluated by technical services and no failure has been evidenced so far. No further information is available at this time.

Manufacturer narrative:
(B)(4). Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
The following additional information was provided on (B)(6) 2011: the patient is in good health condition and recovered from the event. No medical intervention was reported for this event.